Event description:
Infant taken to radiant warmer and pulse ox applied. The masimo machine never picked up despite changing boxes and probe. At 7 minutes of life infant connected to the radiant warmer and a reading was immediately displayed. Manufacturer response for masimo pulse oximeter, (brand not provided) (per site reporter).